Event description:
Severe brain injury patient receiving infusion of 27mcg/min of noradrenaline for cvs compromise. According to facility, pump failed "internal error", no associated with staff. Staff changed device and infusion resumed, but the patient required 1mg adrenaline to prevent circulatory compromise until a new pump was available and implemented. Device returned for investigation. The devices error log did contained 2 errors associated with an improper power down, however, these errors are logged at the next power on following an improper power down. The log did not contain an error before these two were logged. Errors logged in this model device are not date or time stamped, so it can not be determined if they were related to the complaint. Given the limitations of this aged technology, there is no validity to determining the relevance of keystroke log to the events reported as this device has no date/time stamp and the log memory storage is very limited. The user tested the device after the reported incident, the event keystroke and error information may have been overwritten.

Manufacturer narrative:
The device was set up and allowed to operate continuously at 100ml/hr for over 200 hrs and no alarms or errors occurred. It was then allowed to operate on battery for 5 hrs when a low battery alarm occurred as expected. No other alarms or errors occurred. The device was opened for internal inspection showing the device to be clean and in excellent condition. The reported equipment failure could not be confirmed nor replicated during testing. Requested information on patient status or condition after event, customer reported there was no permanent disability or harm to the patient. Patient information requested and all available information is included.